Manufacturer narrative:
Product analysis: the device returned with the external slider and back-end wheel in the home positions. The tapered tip was bent. Longitudinal scratches were present on the tapered tip. Longitudinal and radial scratches were visible to the graft cover. A kink was present to the graft cover 7cm from the tapered tip. The reported ¿difficult to position¿ can be confirmed through analysis. Film analysis: the reported difficult to position event was confirmed on the films provided; however, the exact cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is likely that the patient anatomy which was observed to be tortuous and reported to be calcified was a factor in the difficult to position event. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was intended to be implanted during a endovascular procedure for the treatment of a 72mm abdominal aortic aneurysm.  It was reported during the index procedure that the patients approach was slightly distorted and there was a presence of calcification. The physician reported the anchoring area was long enough but the delivery system could not enter smoothly and could not reach the intended location. The physician decided to use a non-medtronic device in order to complete the procedure.  As per the physician the cause of the event could not be determined.  No additional clinical sequalae was provided and the patient is fine.